Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. Photographs of the device has been returned for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that eight days post placement of a chronic catheter, the patient allegedly had poor flow and after removing the catheter broken pieces of the white plastic tunneler tip were identified within the catheter. It was further reported that the device was replaced. There was no reported patient injury.